Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Should additional facts prompt us to alter, or supplement any information or conclusions contained in the original MDR, or in any prior supplemental reports, a follow-up report will be submitted. Lot number: 5720354.

Event description:
According to the available information, the tubing to each cylinder had a break (two breaks). The device was explanted.